Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 41.1cm from the iab tip. A second kink was found on the catheter tubing and inner lumen approximately 76.2cm from iab tip. Additionally the optical fiber was found to be broken within the catheter tubing approximately 71.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that after approximately 31 hours of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer reported that the inner lumen of the iab had not been transduced and they did not have another arterial line. The getinge representative explained the necessity of arterial pressure (ap) access to safely run the iabp and suggested they call the provider for the insertion of an arterial line, preferably radial. It was then explained how to hook up the radial line to the iabp and the customer verified their understanding. The iab was in use for another 13 hours and removed after a total of 44 hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: msn, rn, ccrn, manager/ service leader. Additional reporter: (B)(6), ICU rn. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).